Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (constant gong alarms) has been confirmed. Upon eval, there was a bent pin in the trunk cable connector. The cause of the constant gong alarms is the bent pin. The root cause of the bent pin cannot be positively identified, but is likely physical abuse. No adverse event resulted from the damaged electrode belt connector. The pt received a replacement electrode belt.

Event description:
A (B)(6) male pt contacted zoll to report constant gong alarms. The pt was provided with a replacement electrode belt.